Manufacturer narrative:
Product investigation summary: the following devices were received: 3.5mm va locking screw (part 02.127.138 / lot unknown) - quantity: 2. Prior to the revision surgery, there was no alleged deficiency or complaint against the two (2) implants. Both screws were removed from the patient due to patient pain. The cause for the patient pain could not be identified. During the revision surgery, the heads of both screws broke off the shafts. Aside from cosmetic scratches to the rose coloring, the stardrive recess is undamaged. The threads on the shaft are slightly gouged in one location proximal to the head. The investigation for the screw breakage will be investigated under (B)(4) a visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report will address the patient pain that prompted a revision procedure. The intra-operative events will be captured in and reported under (B)(4). This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age & weight not provided by reporter. Unknown when pain started. This report is for unknown screw locking/unknown lot number. Original implant date, unknown. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A total hardware removal of plate and screws was performed on (B)(6) 2015 due to patient pain. It is unknown if x-rays were taken pre-operatively. While the two variable angle locking screws were being removed, the screws broke upon removal. The plate was intact and remained integral at time of removal. The plate was noted as a 2.7mm/3.5mm variable angle lcp medial distal tibia plate. There was no surgical delay, no fragments or additional intervention required. Procedure completed successfully and all hardware was removed. This report is 2 of 2 for (B)(4).